Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was becoming louder and louder during a rewind. The customer also received a no delivery alarm while priming one or two times within a month. The customer mentioned that there were scratches on the screen that made it hard to see the screen. The insulin pump had been bumped several times while working in a factory. The customer's blood glucose was above 400 mg/dl. The customer was also hospitalized on (B)(6) 2013 due to low blood glucose levels of around 20 mg/dl. The customer stated that she had vomited after dinner prior to the hospitalization. Troubleshooting was done for the display, but the customer declined troubleshooting for the low and high blood glucose levels. The customer further had keypad issues with the esc and act button not responding until after multiple presses. Advised to discontinue use of the insulin pump and revert to a back-up plan. Customer declined replacement insulin pump. Nothing further reported.